Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a complaint of non-functioning leaflet. Based on historical review of complaints, these events are typically a result of deployment of the valve too ventricular in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in pressure gradient between the ventricle and the aorta, resulting in inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. Central aortic insufficiency can be caused by multiple patient and procedural factors including, guidewire remaining across the valve post deployment, valve malposition (too ventricular aortic valve placement), restricted movement of prosthetic valve leaflets, native leaflet overhang and post dilatation of the deployed valve. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause of the reported leaflet dysfunction that resulted in central aortic insufficiency is unknown. Per the information received, the valve was deployed as recommended and there was no report of overhanging leaflet. In addition, initial troubleshooting measures did not correct the aortic insufficiency. It is possible a combination of patient factors (i.e. Severely calcified aortic valve/leaflets) and unknown procedural factors caused or contributed to this event. There is no evidence this event was a result of malfunction of the sapien valve or the ascendra 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, after the 26mm sapien valve was deployed in a 50:50 position, the leaflet near the left coronary cusp was non-operational and there was moderate central aortic insufficiency. The guidewire was manipulated in an effort to free the leaflet and then the pigtail catheter was advanced down on the valve in an attempt to free the leaflet; both met with negative results. Therefore, a second valve was prepped and deployed in the same position as the first valve. The post deployment transesophageal echocardiogram (tee) showed no central aortic insufficiency or paravalvular leak. Additional information: the pre and post deployment position of the first valve was approximately 50:50. The native valve/leaflet calcification was described as severe. The aortic root calcification was described as mild. The mitral annular calcification was not provided. Ventricular septal hypertrophy was mild. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 50%. Discussion with the team after the event indicated that during the time the delivery system (with crimped valve and loader in place) was advanced onto the guidewire, the loader may have been inadvertently moved back on the system, thus the valve may not have been fully protected as it was advanced through the sheath seals. It was considered likely that the valve was damaged during those manipulations.